Event description:
According to the reporter, a laparoscopic endoscopy turned to an open radical surgery for lung cancer. There was a bad staple formation and the hand sewn suture was incomplete at the lungs. There were tissue defects and accidental tissue damage. The product caused blood loss more than 500cc and a 30 minute prolonged operation. There was serious bleeding , blood transfusion was needed and the surgery was turned to an open procedure. The incision was extended more than 1 inch. The health processionals changed to a new stapler to resolve the issue. Patient was alive with serious injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the returned product noted that the reload was fully fired. Functionally the reload was loaded into a pmv representative instrument and was cycled without hesitation or binding. Inspection of the returned photograph noted unbent staples on the tissue. Bent staples in the tissue were also noted. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.